Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her son's insulin pump had a pump error alarm. Customer's blood glucose level was unknown. Customer's mother was not able to provide any details regarding the insulin pump. Mother said that her son's insulin pump was out of warranty. Customer's mother was told to call us back with her son so we could assist them about the issue. Insulin pump will not be returned for analysis.